Manufacturer narrative:
Product event summary: the lead was not returned for analysis. However, performance data collected from the device was received and analyzed. Analysis of the device memory indicated the impedance on the atrial pacing lead was beyond the expected upper range, a lead impedance out of range alert, and atrial oversensing. Atrial pace lead impedance was 4047 ohms on (B)(6) 2014. Atrial pacing lead impedance warning occurred on 29/oct/2014 for lead impedance greater than 3000 ohms. Evidence of noise oversensing have been noted during at/af episodes on (B)(6) 2014.

Event description:
It was reported that the patient presented to the clinic due to their device beeping. The atrial lead triggered an alert due to high impedance. Arm movements showed artifact on electrograms (egm) and varying impedances. The lead remains in use. No patient complications have been reported as a result of this event.

Manufacturer narrative:
This event occurred outside the us where a similar model is distributed. All information provided is included in this report. Patient information is not generally available due to confidentiality concerns. Concomitant product: 6944-65 lead (B)(6) 2012; 4194 lead (B)(6) 2012. (B)(4).

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.